Manufacturer narrative:
Voluntary MDR # mw5110727 was submitted on this event by the presumed patient.

Event description:
We received communication from a patient that lack of fusion resulted in him needing a revision surgery. We were not able to determine if our products caused or contributed to the event.